Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. The UDI is not available as the device is not registered/sold in the united states. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. The camera head meets all limits in the inspection procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd camera head image went dark. It was noted that the image went blurry at first and got worse during the procedure. The procedure was ¿green laser¿ and was completed with another device. There was a delay of approximately 10 minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the camera head was tested for two days and there were no issues with the device. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.